Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump screen was cracked. The customer¿s blood glucose level was 13.5 mmol/l at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.